Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results for three pts involving unicel dxi 800 access immunoassay system. This is report number two of six. The elevated results did not fit the clinical condition of the pt. The pt's results were within the risk stratification range and retested producing results within the normal reference range. The elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The pt's samples were drawn in 13x100 lithium heparin tubes. Quality control (qc) was within specifications. System check info was not supplied by the customer. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR's: 2122870-2011-02252, 02254, 02255, 02256, 02257.